Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a healthcare professional. During revision procedure, 4cm distal bone cut and appeared thin. While attempting to implant compressive osseointegration device the bone immediately fractured. Additional 4cm bone removed and device was placed successfully with no complications noted. Patient has tibial osteosarcoma and thin bone. As stated in the IFU for compress segmental femoral replacement system, intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device. Patient has extensive history of lle procedures and known proximal tibial osteosarcoma. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to patient condition. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(UDI) : (B)(4).

Manufacturer narrative:
(B)(4). It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that during implantation of a compressive osseointegration device in the tibia, the patient's tibia fractured. The surgeon cut four (4) additional centimeters into the tibia to re-implant the device. Operative notes from the procedure note that when the osseointegration device was placed, the implant did not hold and immediately fractured through very thin bone. The surgeon cut four (4) additional centimeters through what appeared to be slightly more robust bone and the compressive osseointegration device was placed using five (5) cross pins and loading 800 pounds of compression. No additional intraoperative complications were identified.